Event description:
Lead noise on rv channel reported. Full lead evaluation was recommended. No adverse patient events reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 hmsc reported rv lead noise resulting in vf episodes with delivered shock therapy. Lead trend values appear unremarkable. Advised to evaluate lead further with isometrics and possible x-ray. Lead currently remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.